Event description:
It was reported to boston scientific corporation that a captivator ii snare was used for polyp in the left colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare didn't delivery energy. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy.

Manufacturer narrative:
H6: imdrf device code a090402 captures the reportable event of unable to deliver energy. H11: one captivator ii snare was received for analysis. Visual analysis of the returned device was found without any visible damage. A continuity and electrical test were performed, and the device was found within specification. No other problems were noted. The reported event of "device failure to deliver energy" was not confirmed. Upon analysis, it was found that the device did not have any visual issues/damages, the device was submitted to a continuity and electrical test, and the device was found within specifications. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Based on the analysis of the returned device and the information available. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used for polyp in the left colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare didn't delivery energy. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.